Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 12mm x 2.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during the third inflation at 30 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients status was stable.